Event description:
It was reported that multiple cartridge alarms occurred during insulin delivery. The customer reverted to an alternate method of insulin therapy. The customer's blood glucose level ranged from 113-233 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer loaded a new cartridge to resolve the issue. The customer's blood glucose level ranged from 232-233 mg/dl.